Event description:
It was reported that the p-waves on this right atrial (ra) lead were 8mv at implant and 0.5mv today with no capture at 5v at 2.0ms and suspected lead to be dislodged. Boston scientific technical services (ts) recommends chest x-ray to confirm. This lead remains in service. No adverse patient effects were reported.